Event description:
Pt reported the ok button on the infusion device is defective. Pt stated she must press the button often for it to function. Pt reported she has no blood glucose level problems. No blood glucose level results were provided. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.